Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The excessive no delivery alarm was unable to be tested due to button unresponsiveness. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they have a button error and experienced low blood glucose. Troubleshooting for keypad anomaly was performed. Customer advised they may have rolled on to the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.